Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited a b30 no image communication error. The issue was observed during preparation for use. There was no report of patient harm.

Manufacturer narrative:
Updated fields: d8, g4, h2, h3, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and although the definitive root cause of the reported issue could not be determined, the suggested event most likely occurred due to damage or deterioration of parts, environment problem like as dust/dirt/humidity/ambient light, optical problem, interoperability problem, overheating problem, and electrical problems like as signal loss or open circuit. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.